Event description:
It was reported that during docking the device was sparking at the back of the unit. The power cord was exposed to a leak from an external waste hose. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported with this event.